Event description:
Patient reported being diagnosed with asia syndrome, which was determined to be not device-related. Subsequently, patient reported "prostheses are not torn but have sweated for years and have decreased in volume so they are not good". The device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prostheses are not torn but have sweated for years and have decreased in volume".